Event description:
It was reported that the procedure was to treat a lesion in the right femoral artery with moderate tortuosity and calcification. A non-abbott guide wire was advanced, but could not cross the lesion. A 6f sheath was introduced over the guide wire and a cross over technique was planned. A second guide wire was advanced and crossed the lesion. A fox plus balloon was then advanced and inflated. The 6 x 150 mm absolute pro self expanding stent system (sess) was prepared per the instructions for use, and was advanced to the lesion. 30-40 mm of the stent was successfully deployed; however, the thumb wheel mechanism failed to retract the sheath, and the stent could not be deployed further. The physician then cut of the sheath and separated the handle, and pulled the sheath manually to deploy the stent, but resistance was noted, and the attempt was not successful. The stent became stretched and half of the un-deployed section was pulled into the crossover sheath. The guide wire was removed and the patient was sent to surgery for removal of the stent. A graft was placed at the site. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the self expanding stent system (sess) noted the stent implant was not returned. The retracting sheath, stabilizing sheath and I-beam tubing were all separated from the handle at the distal end of the strain relief tubing consistent with the reported information that the physician cutting the sheath during the procedure. There were chatter marks on the distal outer sheath for a length of 8.5 centimeters (cm) proximal to the distal end of the sheath. The distal outer sheath was wrinkled 8.5cm proximal to the distal end of the sheath for a length of 3.3cm. There were kinks in the distal outer sheath 1cm and 4cm distal to the proximal end of the distal outer sheath. The noted chatter marks wrinkling of the sheath and kinks to the outer sheath were not reported; however, most likely occurred during the procedure. The stabilizer sheath was returned in 2 separate pieces, one 19.5 cm in length and the other 80.5cm in length consistent with the reported information that the physician cutting the sheath during the procedure. The fracture faces were all jagged. The removable lock was returned, but was not on the handle. The noted numerous kinks and flattened areas to the stabilizer sheath, numerous kinks to the retracting sheath, kink and bends to the I-beam and chatter marks to the inner member were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. The noted separated components are related to the physician cutting the device during the procedure in attempts to deploy the stent. Cine images were reviewed by clinical. The reviewer concluded that although the difficulty with the sheath retraction is not filmed, the images suggest that there was some problem with retraction approximately 3cm from the end of the stent. After the sheath was removed, the stent was stretched and damaged. Potential factors for an absolute pro ll failing to deploy may include, but are not limited to: manufacturing, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). It is possible that reported moderate tortuosity and calcification contributed to damage of the device such as kinking during the procedure resulted in the thumb wheel not retracting further and subsequently led to the difficulty to deploy (partial deployment). If the shaft of the absolute pro is entrapped within a tight vessel and/or around a tight angle in the anatomy, the attempt to rotate the thumbwheel to retract the outer member may be unsuccessful, as the outer member may not be able to move freely over the outer outer member and inner member to release the stent. The attempts to remove the device resulted in the stretching of the stent. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Although a conclusive cause for the reported deployment and retraction difficulty could not be determined there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.